Manufacturer narrative:
As reported, the tip of a 6f 100 cm 3drc infiniti diagnostic catheter fractured while a .035-inch wire was being introduced through the catheter. The catheter did not become entrapped, and there was no device separation. A second 3drc infiniti catheter was used to complete the angiography procedure, and a contralateral approach was not used. There was no reported patient injury. There was no damage to the catheter packaging. The product was stored on the shelf in the cath. Lab and opened in sterile field. The device was prepped per the instructions for use (IFU). There was no kink in the distal of the catheter was remarked. The damage was not noticed once the catheter was opened from the packaging. No force was applied because the catheter did not introduce through the sheath. At the target site, the vessel was non-calcified, mildly tortuous, non-bifurcating, and the stenosis percentage and presence of an acute angle were not available. At the access site, the vessel was neither calcified nor tortuous, and details on stenosis percentage, acute angle, and bifurcation were not available. The device was neither pulled from the packaging by the hub nor torqued/steered by the hub. No difficulties were encountered with insertion, advancement, withdrawal, or removal from sterile packaging. The patient was not hospitalized nor was hospitalization extended due to the event. Procedural cd information is not available. The product was not returned for analysis. A product history record (phr) review of lot 18367079 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ cracked¿ and ¿catheter (body/shaft) ¿ impeded¿ could not be substantiated because the device was not returned and images were not reported. The exact cause of the event cannot be found however, handling factors cannot be excluded because the was not removed from the packaging by the hub as advised in the instructions for use. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of a 6f 100 cm 3drc infiniti diagnostic catheter fractured while a .035-inch wire was being introduced through the catheter. The catheter did not become entrapped, and there was no device separation. A second 3drc infiniti catheter was used to complete the angiography procedure, and a contralateral approach was not used. There was no reported patient injury. There was no damage in the catheter packaging. The product was stored on the shelf in the cath. Lab and opened in sterile field. The device was prepped per the instructions for use (IFU). There was no kink in the distal of the catheter was remarked. The device damage was not noticed once the catheter was opened from the packaging. No force was applied because the catheter did not introduce through the sheath. At the target site, the vessel was non-calcified, mildly tortuous, non-bifurcating, and the stenosis percentage and presence of an acute angle were not available. At the access site, the vessel was neither calcified nor tortuous, and details on stenosis percentage, acute angle, and bifurcation were not available. The device was neither pulled from the packaging by the hub nor torqued/steered by the hub. No difficulties were encountered with insertion, advancement, withdrawal, or removal from sterile packaging. The patient was not hospitalized nor was hospitalization extended due to the event. Procedural cd information is not available. The device will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.